Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing and delivered eight inappropriate shocks due to a supraventricular tachycardia arrhythmia. Technical services advised therapy was exhausted. This ICD remains in service. No additional adverse patient effects were reported.